Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device was unable to inflate. The event occurred during upon opening at the patient's home. The operator of the device was the parent. There was no medical intervention.

Manufacturer narrative:
Two samples were received opened/unused, in their original packaging. No visual defects were identified in the returned samples. Functional testing was performed, and the cuff was stuck to the tube and did not inflate completely in both samples, but after massaging (in accordance with the instruction for use) the cuff inflated correctly. The samples work as expected. A lot of history review was performed and no additional complaints were identified to this product/lot number.